Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: no harm to patient. Defective description: would not flush you could not push saline through the extension set to prime it. Date of incident: (B)(6) 2023. Defective sample is available for return.

Manufacturer narrative:
H.6. Investigation summary: one sample model mp5303-c lot 23029080 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. The set was unable to be flushed. Further visual inspection under the microscope showed excess solvent near the female luer. The customer complaint that the set was unable to be flushed was replicated. A device history record review for model mp5303-c lot number 23029080 was performed. The search showed that a total of 38403 units in 1 lot number was built on 12feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: no harm to patient. Defective description: would not flush-you could not push saline through the extension set to prime it. Date of incident:(B)(6) 2023. Defective sample is available for return.